Event description:
Determined to be reportable based on analysis completed on 02/03/2009. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The 95% stenosed lesion was located in the severely tortuous and calcified distal left anterior descending artery. The 2.50x24mm taxus liberte drug eluting stent was unable to cross the lesion. The patient's status is listed as good. Device analysis revealed stent damage.

Manufacturer narrative:
The device was returned to the complaint investigation site for analysis and initial visual examination of the returned unit revealed distal stent damage. One of the stent struts was misaligned. The outer diameter (od) of the damage found on the stent was measured at approximately 1.08mm. The od of the area where there was no damage found was measured at approximately 1.04mm. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined an no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.